Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth: year provided, (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the involved product/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal was used during the procedure. The patient was operated (endovascular) due to left internal carotid artery stenosis. Patient with coronary artery disease. Endovascular access through the right femoral artery, percutaneous cannulation under usg control, the cook 6f introducer was used. Left carotid stent implantation without neurologic complications. Right femoral artery occlusion using the angio-seal 6fr occluder effective. The occluder was used in accordance with the instructions for use. On the 5th day after surgery, the patient was again taken to hospital due to a large hematoma in the right groin. The patient in the acute mode qualified for surgery. During the procedure, the site of bleeding was visualized - the site of cannulation of the right femoral artery, the site of bleeding was provided with a vascular suture. The vessel closing occluder of the angio-seal system was outside the vessel. During the procedure ventricular fibrillation occurred. Resuscitation action ineffective. The incident has been reported to the appropriate authority.